Event description:
As reported by our affiliates in (B)(4), during a transfemoral transcatheter aortic valve replacement (tavr) for the native aortic position, commander delivery system was inserted without any trouble. Before valve alignment, it was observed that the valve frame was partially open to the outside on the fluoroscopy. The decision was made to open second kit for fear of damage to aortic arch and aortic valve and/or insufficiency of the valve after inflation. There was no reported injury to the patient. The cause of event was unknown. The device was discarded at the hospital due to infection.

Manufacturer narrative:
Investigation is ongoing. The device was discarded. Valve discarded.

Manufacturer narrative:
Update to b4, g3, g6, h2, h6 and h10 to reflect no product returned evaluation. No devices were returned to edwards lifesciences for evaluation. As no device was returned, no functional testing, dimensional testing and no visual inspection could be performed. The returned imagery was reviewed and one (1) strut bent outwardly at inflow. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed using the valve serial numbers from the related work order and revealed no other complaints relating to the relevant complaint codes. During incoming inspection of the components, the valve frames are 100% dimensionally inspected and 100% visually inspected by both manufacturing and quality. The sapien 3 with commander delivery system IFU, device preparation manual and procedural training manual were reviewed. No IFU/training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from december 2021 to november 2022 for the sapien 3 valve (all models and sizes) was performed with the related codes identified. Prior closed complaints with any of the codes were reviewed for similar events and root cause identification. Of the root causes identified, the following are potentially applicable to the complaint event: procedural factors (excessive device manipulation). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The frame damage was confirmed based on provided imagery. A review of the lot history, DHR, complaint history and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ''during a transfemoral transcatheter aortic valve replacement (tavr) for the native aortic position, commander delivery system was inserted without any trouble. Before valve alignment, it was observed that the valve frame was partially open to the outside on the fluoroscopy''. Per training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification'', ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'', and ''do not over-manipulate the sheath at any time''. Per provided imagery, one (1) bent strut was observed at the inflow, and the strut was cut through the sheath, so it was likely excessive device manipulation between the interaction of sheath and crimped valve resulting in bent strut. As such, available information suggests that procedural factors (excessive device manipulation) may have contributed to the complaint event. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a pra was required. Since no edwards defect was identified, no corrective or preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.